Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Left plunger case inside tab was broken off and plunger arrow will not disappear with a fully loaded syringe. Unable to remove the position pot screw from the right end plate. Check syringe plunger sensor was found in event history log. The technician performed syringe test. Flippers does not open to grab on syringe plunger when lever was pressed. The root cause for the reported issue was found to be dowl pin came loose from plunger head mount. Replaced dowl pin and plunger head mount. Performed syringe test and all functional tests which passed. Unique identifier is unknown. No information has been provided to date.

Event description:
It was reported that the pump will not hold a syringe. No patient injury was reported.